Manufacturer narrative:
Internal reference number: (B)(4). Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device that failed (broken depuy´s cup) is a competitor´s device and that this failure was the only reason why the revision surgery was performed. There is no mention within the medical records suggesting that a smith and nephew device failed anyhow. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
*Us legal mdl* it was reported that, after a second revision surgery had been performed on plaintiff's left hip on (B)(6) 2015 (covered under (B)(4)), the plaintiff experienced a mechanical loosening of the acetabular component. A third revision surgery was performed on the plaintiff's left hip on (B)(6) 2019 to treat this adverse event. Intraoperatively, the screw that was in the cup (competitor¿s device) was noticed to be broken. The cup (depuy-competitor) was explanted as well as the insert (depuy-competitors) and the femoral head (smith and nephew). Even though, the sn oxinium head was explanted, no failure was reported in the operative record. The plaintiff was transferred to the recovery room in stable condition. Plaintiff's first revision surgery is covered under (B)(4).

Event description:
Us legal mdl. It was reported that, after a second revision surgery had been performed on plaintiff's left hip on (B)(6) 2015 (covered under (B)(4)), the plaintiff experienced metallosis, local adverse tissue reaction, elevated metal ion levels, pseudotumor formation and fluid accumulation. A third revision surgery was performed on the plaintiff's left hip on (B)(6) 2019 to treat this adverse event; the bhr cup was explanted as well as the insert (depuy-competitors) and the femoral head (smith and nephew). The plaintiff's outcome is unknown. Plaintiff's first revision surgery is covered under (B)(4).